Event description:
During an endoscopic papillary balloon dilation, the physician used a cook endoscopy fusion biliary dilation balloon. The balloon was advanced into position. When the physician attempted to inflate the balloon, the balloon would not inflate. The balloon was removed and another device was used to perform the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. When the balloon is inflated with water, a small and steady stream of water exits the balloon material. No section of the balloon material is missing from the device. The balloon will not hold a steady pressure and dilation performance is likely compromised in this condition due to the slow loss of pressure. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A balloon material pinhole can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not inflate the balloon prior to introduction into the scope." The instructions for use also contain the following precaution: "the entire balloon must be extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation." A possible contributing factor to a balloon material pinhole is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use directs the user to create and maintain a vacuum with the inflation device. Once the vacuum is achieved, the instructions for use indicate the balloon is ready for placement through the accessory channel of the duodenoscope. The instructions for use direct the user to introduce the deflated balloon into the accessory channel. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, one balloon from each lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs pressure is measured and verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. Customer quality assurance will continue to monitor for complaint trends.